Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted for other circumstances and his nursing staff had reported low flow alarms while on ac power. The driveline was examined and a break was identified. The driveline was manipulated and the pump stopped. The short in the driveline was audible and felt by the pt. The driveline also has an audible sizzle when shorting. The log file showed multiple low speed hazards and pump stops and a percutaneous lead eval and repair was completed.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.